Event description:
It was reported that during a neurovascular procedure when the operator attempted to deploy the subject stent at the target site after the subject stent was partially pushed out of the microcatheter the operator felt resistance and could not deploy the stent any more. The whole system migrated from the planned location for stent deployment so the operator withdrew the microcatheter along with the subject stent from the patients vascular anatomy. The subject stent and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
B1 adverse event/product problem - updated. B2 outcomes attributed to ae - updated. B5 executive summary - updated. H4 manufacturing date ¿ added. D4 expiration date - added. F10 / h6 health impact code - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event of 'stent failed/unable to deploy', 'stent partial deployment' and 'unexcepted movement of the device'.

Event description:
It was reported that during a neurovascular procedure when the operator attempted to deploy the subject stent at the target site after the subject stent was partially pushed out of the microcatheter the operator felt resistance and could not deploy the stent any more. The whole system migrated from the planned location for stent deployment so the operator withdrew the microcatheter along with the subject stent from the patients vascular anatomy. The subject stent and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received from the customer on 19-mar-2023 indicated that the partially pushed out subject stent was retrieved into the microcatheter by using a shaped a guidewire and then retrieve out of the patient's body together with microcatheter.